Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 15 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported a sinus perforation and poor bone quality/quantity in this patient with good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.